Event description:
Device was returned for an unknown reason. During service, technician found that jacobs adapter had one fracture of the clamping jaws. This is report 1 of 1 for complaint#(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the chuck jaw was broken and the jacobs adapter had a fracture of the clamping jaws. The device was returned to the customer on (B)(4) 2012. Placeholder.